Event description:
Complainant alleged that as a female ER nurse (age unk) was attempting to defibrillate a pt (age and gender unk) at 360 joules, when she rec'd an unintended delivery of energy through the palm of her hand. The nurse who rec'd the shock indicated that she may have been touching the plastic side of the paddle when she rec'd the shock. After the shock was delivered, the complainant reported smelling "an odor that smelled like a burn." The complainant indicated that there was no adverse effect on the pt. The nurse who rec'd the burn was examined subsequent to the event. The ECG report showed elevated pvc's, but there was no previous ECG report with which to compare this ECG report. The nurse complained of being "woozy and light headed" and complained of chest and arm pain. The nurse's lab work came back negative. The nurse's pulse rate was in the low fifties compared with a norm of between sixty and seventy. The nurse was given a follow-up examination by a cardiologist. There is no info on the results of the follow-up examination with the cardiologist. The nurse was out of work from the date of the event till 6/3/98. There is no indication of the nurse experiencing any add'l or lingering after effects from having rec'd the unintended delivery of energy.